Event description:
It was reported that a patient underwent a sling procedure in 2007. During the procedure, the surgeon performed dissection into the ischiopubic ramus on each side. The tape was placed with the appropriate resistance on both sides. The surgeon performed the cystoscopy with no problems. When the surgeon was done with the cystoscopy, the inserters and the tape were loose. This happened before the surgeon tried to disengage the inserters from the tape. The surgeon tried to replace them, but they would not stay and there was no resistance to pulling them back out. The surgeon opined that the patient could have a connective tissue problem, but that the patient had no other signs of history of that. The case was successfully completed with a different type of sling device.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.